Event description:
Event [preferred term] (related symptoms if any separated by commas) acidosis [acidosis], high blood gases [blood gases abnormal], hyperglycemia [hyperglycaemia], pens issue [device issue], pens do not inject any insulin [device failure], missing doses for 5 days as pens do not inject any insulin [drug dose omission by device], force needed to inject feel different from normal [device mechanical issue], cartridge holder detach from the pen body accidentally or intentional [device issue], needle is left attached to the pen in between injections [product storage error], patient used the dialing clicks to estimate the dose of the product [wrong technique in product usage process], patient hasn't been trained by a health care professional in the use of the novopen [product knowledge deficit]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "acidosis(acidosis)" with an unspecified onset date, "high blood gases(blood gases abnormal)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "pens issue(device issue)" with an unspecified onset date, "pens do not inject any insulin(device failure)" with an unspecified onset date, "missing doses for 5 days as pens do not inject any insulin(drug dose omission by device)" with an unspecified onset date, "force needed to inject feel different from normal(device mechanical jam)" with an unspecified onset date, "cartridge holder detach from the pen body accidentally or intentional(device component detached)" with an unspecified onset date, "needle is left attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient used the dialing clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date, "patient hasn't been trained by a health care professional in the use of the novopen(not trained on proper device use)" with an unspecified onset date and concerned a 156 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) (dose: unk, dose is set according to carbohydrates intake, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", , tresiba (insulin degludec) (dose:17 u) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 136 cm patient's weight: 26 kg patient's bmi: 14.05709340. Dosage regimens: novopen 4: novorapid penfill: tresiba: current condition: type 1 diabetes mellitus (from 2020). Patient doesn't use any concomitant medications on (B)(6) 2026, the patient was admitted in the intensive care of the hospital for 10 days as he suffered from hyperglycemia, acidosis and high blood gases (blood gases). 2 of the pens (novopen 4) had issue and patient thought that he took his doses for 5 days, but pens did not inject any insulin and hence missed doses for 5 days and then experienced the above reported adverse events. The force needed to inject feel different from normal. Before the experienced event occurred, the cartridge holder detach from the pen body accidentally or intentional. On an unknown date, patient reported that the recent hba1c (glycosylated haemoglobin) was over 12 % from 4 months on an unknown date, fasting blood glucose (fbg) (blood glucose) yesterday at 2 am was 420 mg/dl, today morning at 5 am was 277 mg/dl and today morning at 8 am was 129 mg/dl. Patient in general reuse the needles (unspecified) and needle is left attached to the pen in between injections. So was advised to change the needle every injection and not to be kept in between injection. The patient used the dialing clicks to estimate the dose of the product. The patient hasn't been trained by a health care professional in the use of the novopen. The patient hasn't recently changed from another novopen to the current novopen. Batch numbers: novopen 4: pvggd01 novorapid penfill: rr73bj3 tresiba: rs6nb73 . Action taken to novorapid penfill was not reported. Action taken to tresiba was not reported. The outcome for the event "acidosis(acidosis)" was recovering/resolving. The outcome for the event "high blood gases (blood gases abnormal)" was recovering/resolving. The outcome for the event "hyperglycemia(hyperglycemia)" was recovering/resolving. The outcome for the event "pens issue (device issue)" was not reported. The outcome for the event "pens do not inject any insulin (device failure)" was not reported. The outcome for the event "missing doses for 5 days as pens do not inject any insulin (drug dose omission by device)" was not reported. The outcome for the event "force needed to inject feel different from normal (device mechanical jam)" was not reported. The outcome for the event "cartridge holder detach from the pen body accidentally or intentional (device component detached)" was not reported. The outcome for the event "needle is left attached to the pen in between injections (device stored with needle attached)" was not reported. The outcome for the event "patient used the dialing clicks to estimate the dose of the product (wrong technique in product usage process)" was not reported. The outcome for the event "patient hasn't been trained by a health care professional in the use of the novopen (not trained on proper device use)" was not reported. Reporter's causality (novopen 4) - acidosis(acidosis) : probable . High blood gases (blood gases abnormal) : probable . Hyperglycemia(hyperglycemia) : probable . Pens issue (device issue) : unknown . Pens do not inject any insulin (device failure) : unknown . Missing doses for 5 days as pens do not inject any insulin(drug dose omission by device) : unknown. Force needed to inject feel different from normal(device mechanical jam) : unknown cartridge holder detach from the pen body accidentally or intentional(device component detached) : unknown needle is left attached to the pen in between injections(device stored with needle attached) : unknown. Company's causality (novopen 4) - acidosis(acidosis) : possible high blood gases(blood gases abnormal) : possible hyperglycemia(hyperglycemia) : probable pens issue(device issue) : possible pens do not inject any insulin(device failure) : possible missing doses for 5 days as pens do not inject any insulin(drug dose omission by device) : possible force needed to inject feel different from normal(device mechanical jam) : possible cartridge holder detach from the pen body accidentally or intentional(device component detached) : possible needle is left attached to the pen in between injections(device stored with needle attached) : possible. Reporter's causality (novorapid penfill) - acidosis(acidosis) : unlikely . High blood gases(blood gases abnormal) : unlikely hyperglycemia(hyperglycemia) : unlikely pens issue(device issue) : unknown . Pens do not inject any insulin(device failure) : unknown . Missing doses for 5 days as pens do not inject any insulin(drug dose omission by device) : unknown force needed to inject feel different from normal(device mechanical jam) : unknown cartridge holder detach from the pen body accidentally or intentional(device .component detached) : unknown . Needle is left attached to the pen in between injections(device stored with needle attached) : unknown. Company's causality (novorapid penfill) - acidosis(acidosis) : possible high blood gases(blood gases abnormal) : possible hyperglycemia(hyperglycemia) : possible pens issue(device issue) : possible pens do not inject any insulin(device failure) : possible missing doses for 5 days as pens do not inject any insulin(drug dose omission by device) : possible force needed to inject feel different from normal(device mechanical jam) : possible cartridge holder detach from the pen body accidentally or intentional(device component detached) : possible needle is left attached to the pen in between injections(device stored with needle attached) : possible reporter's causality (tresiba) - acidosis(acidosis) : unlikely high blood gases(blood gases abnormal) : unlikely hyperglycemia(hyperglycemia) : unknown pens issue(device issue) : unknown pens do not inject any insulin(device failure) : unknown missing doses for 5 days as pens do not inject any insulin(drug dose omission by device) : unknown force needed to inject feel different from normal(device mechanical jam) : unknown cartridge holder detach from the pen body accidentally or intentional(device component detached) : unknown needle is left attached to the pen in between injections(device stored with needle attached) : unknown company's causality (tresiba) - acidosis(acidosis) : possible high blood gases(blood gases abnormal) : possible hyperglycemia(hyperglycemia) : possible pens issue(device issue) : possible pens do not inject any insulin(device failure) : possible missing doses for 5 days as pens do not inject any insulin(drug dose omission by device) : possible force needed to inject feel different from normal(device mechanical jam) : possible cartridge holder detach from the pen body accidentally or intentional(device component detached) : possible needle is left attached to the pen in between injections(device stored with needle attached) : possible event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: 20-mar-2026: the suspected device has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality. Patient developed hyperglycaemia and complications such as acidosis and abnormal blood gases, as did not received insulin products for 5 days due to faulty device. Patient's underlying medical condition of type 1 diabetes mellitus and age are significant risk factors for the reported clinical events.